Event description:
This tubing was being used during an equipment trial for high flow heaters, and the manufacturer required this tubing to be used. The patient's rn was notified by the patient he wasn't receiving oxygen. Upon inspection, she identified that the high flow nasal cannula tubing was torn. The patient's oxygen saturation decreased to 84% but improved once new equipment was provided.